Manufacturer narrative:
The device was received for evaluation. A visual inspection with naked eye noted that the clamp was broken at the hinge. The reported condition was verified. The cause of the reported condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of clamps for outlet port of pd bags were cracked. This was identified prior to use in peritoneal dialysis (pd) therapy. There was no patient involvement. No additional information is available.